Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was over 600 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction; however, customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, the insulin pump was programmed with a 2.0 u/h basal rate and monitored three days; several boluses were also delivered. The insulin pump delivered properly all bolus and basal profiles; all bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. The insulin had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.